Manufacturer narrative:
The device log was made available for investigation. The log analysis confirmed the reported event on (B)(6) 2015 02:10pm, which corresponds to the reported date and time of event. The device ¿infinity workstation cc¿ consists of ventilation unit v500 and display/control unit c500 (cockpit). The log analysis revealed that a memory request of the v500 ventilation unit to the cockpit c500 did not result in the expected response of cockpit. The internal device monitoring had recognized the deviation and triggered a reboot to restore the data base for ventilation. A reboot needs about 10 seconds and is accompanied by alarm. After the reboot the ventilation is continued with the former settings. Mv-low-alarm continues until the lower alarm threshold for minute volume has been exceeded again.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the final report.

Event description:
It was reported that a v500 stopped ventilating a patient. No injury was reported.